Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise leading to episodes of inappropriate mode switch was observed on the right atrial (ra) lead. No intervention was performed and the patient was in stable condition.